Event description:
Pt underwent a right total hip in december of 2001 and has had multiple discolorations since that time. Pt had revision surgery and the liner and a compertitor's femoral head were removed and replaced.